Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital. E1: initial reporter city name - (B)(6). D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k141597.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the central vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst at 7 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6). D2b: product code - lit. G4: PMA/510(k) # field on 3500a form - k141597. The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a balloon leak. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the central vessel. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon burst at 7 atmospheres. The procedure was completed with another of the same device. There were no patient complications reported.